Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing and pacing inhibition for approximately 4 seconds. It was also reported that the patient experienced dizziness and had been in a motor vehicle collision potentially due to a syncopal episode. Boston scientific technical services (ts) reviewed strips and recommended a new rate/sense lead. The rate/sense portion of the rv lead was capped and an additional rv lead was implanted. The device was explanted and replaced. No additional adverse patient effects were reported.